Manufacturer narrative:
The patient reported being in the heat and sweating. She later developed the nodule which she tried squeezing and then applying warm compresses. The nodule abscessed. The patient was treated with levaquin and prednisone for her inflamed eye. She was also prescribed clindamycin. The abscess resolved, with only a scab remaining. The device history records for radiesse dermal filler lot 1014335 were reviewed; all required testing met specifications and there were no abnormalities noted.

Event description:
Patient injected in the naso labial folds in 2009. Four days later patient reported swelling that caused one eye to close and a cyst-like nodule on her cheek.